Event description:
It was reported that faradrive steerable sheath was selected for use. It was mentioned that during insertion, air bubbles was noted in the sheath and additionally the valve was noted damaged. Thus the sheath was replaced with another same model sheath and the procedure was completed successfully. The sheath was in the patient but no air was seen in the patient. No patient complication was reported. The device is expected to be return for analysis.